Event description:
It was reported the pt experienced a stroke due to which she was hospitalized. The pt's residual symptoms from the stroke are visual impairment. According to the physician, the cause of the stroke is unk. The pt was transferred to a rehabilitation center. Follow-up identified the pt will be consulting with the physician at a later date for a post-operative assessment.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.